Event description:
Patient status post (s/p) heart surgery where a pericardial pigtail catheter was inserted for drainage. Patient woke up and rolled over, placing stress at the area where the flared end of the pigtail catheter is housed within the bullet-shaped plastic end that connects to the christmas tree adaptor. The catheter was quickly clamped off, and the physician was informed. The intensivist removed the pigtail catheter and a chest x-ray was obtained.this is reportedly the 3rd time this has occurred recently. However, those events were not reported and product was not saved.the proximal end of the pigtail catheter (that remains outside of the patient) is flared outward, and apparently catches inside of the plastic bullet-shaped housing. When stress or torque is placed on the catheter, it breaks free of the housing, and the catheter is then separated from the suction tubing. This cannot be repaired or replaced within the housing, and the catheter must then be clamped and removed.====================== health professional's impression======================it is not clear what secures the flared end of the catheter inside of the bullet-shaped connection. As the material that the catheter is made of is polyurethane and fairly soft, the assumption is that it stretches under tension and its shape is possibly distorted enough to cause the end to slip out.this is unsafe, as when the catheter pulls free of the housing (which is attached to suction), it allows free air to enter the thoracic cavity causing pneumopericardium, pneumothorax or pneumomediastinum. Each a significant risk to patient safety.fyi - lot number and expiration date not available, as product placed in surgery, no packaging available.